Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, patient stated that he is unable to retain more than seventy-five milliliters of urine without urge to urinate and leakage. The patient confirmed the device does cycle properly and he is dry for the most part. It was explained to the patient that in early stages it is common to have to set a void schedule starting every thirty or sixty minutes in order to retrain brain and bladder as body has not retained urine in bladder for long time. The patient was suggested to have an appointment with a physician to consult these concerns. The aus is currently implanted. No additional information was reported.